Manufacturer narrative:
Physio-control replaced the battery pins and the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed components. It was determined that the cause of the reported issue was due to a crystal, designator y1 on the single board computer, located on the system pcb assembly, being thermally sensitive. This crystal, designator y1 on the single board computer (located on the system pcb assembly) being thermally sensitive, caused the output from the crystal to drop from 25 mhz to 0 mhz with temperature changes. This caused the system pcb assembly to fail to boot up normally and/or the device to power off with temperature changes.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative visited the customer's site for maintenance and repair. He found a device which was labeled "switching off during use". No other information was attached to the device. There is no information whether there was any patient use associated with the reported event.